Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis since the product was not returned. While a definitive root cause cannot be determined since the product was not returned for failure analysis and it was not specified which cable/wire was broken, a probable root cause of wire breakage, whether partial or full, can be attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that a tiny wire broke off of the mega needle driver instrument. No known impact or patient consequence was reported.